Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the middle of june, the valve was confirmed to be obstructed. Therefore, it was removed from the patient's body now and was under monitoring. Contamination of blood and debris into the cerebrospinal fluid was suspected.